Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device was selected to be used. During the procedure, multiple devices and deployments were attempted in the patient's shallow appendage. At one point, after a deployment attempt, pericardial effusion was noted in the laa. Pericardiocentesis was performed and the pericardial space was drained. Protamine was also administered. A clot was found in the pericardial space, and surgery was performed to remove the clot. The patient's appendage was also clipped. The patient has not been discharged and still undergoing medical care. It was further reported that the patient has fully recovered and was discharged.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device was selected to be used. During the procedure, multiple devices and deployments were attempted in the patient's shallow appendage. At one point, after a deployment attempt, pericardial effusion was noted in the laa. Pericardiocentesis was performed and the pericardial space was drained. Protamine was also administered. A clot was found in the pericardial space, and surgery was performed to remove the clot. The patient's appendage was also clipped. The patient has not been discharged and still undergoing medical care.

Manufacturer narrative:
H6: patient code e0605 cardiac tamponade removed per surpass data b5 describe event or problem: updated with additional information received.

Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed and a 20mm watchman flx pro closure device was selected to be used. During the procedure, multiple devices and deployments were attempted in the patient's shallow appendage. At one point, after a deployment attempt, pericardial effusion was noted in the laa. Pericardiocentesis was performed and the pericardial space was drained. Protamine was also administered. A clot was found in the pericardial space, and surgery was performed to remove the clot. The patient's appendage was also clipped. The patient has not been discharged and still undergoing medical care. It was further reported that the patient has fully recovered and was discharged. It was further reported that pericardial effusion without tamponade occurred.